Event description:
The doctor cannulated the femoral artery with a standard needle and was unable to advance a wire guide. He decided to advance the roadrunner wire guide. The needle was then removed and a sheath inserted. A catheter was then back loaded over the roadrunner wire guide with some difficulty. When the wire was removed, a portion of the coating was sheared off. Two days later, the cardiovascular surgeon found the sheared portion of wire guide in the pt's coronary artery and removed it.